Manufacturer narrative:
(B)(4). In the absence of a reported part number, UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, a conclusive cause for the reported stent break and patient effects could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Implant date is estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient presented to the hospital with a transient ischemic attack (tia). Angiography revealed that an unspecified 9mm xact stent that had previously been implanted in a severely calcified right internal carotid artery at a different hospital on an unspecified date was fractured (but not separated into two pieces). An unspecified 10mm xact stent was deployed inside of the fractured stent, successfully resolving the tia. There were no adverse patient sequelae. No additional information was provided.